Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after opening the package, it was found that the thread was loose from the needle, making it impossible to use the material. There was no patient involvement.